Manufacturer narrative:
Two opened knife samples were received by manufacturing. A visual inspection was performed per facility procedure and both samples were found to be nonconforming. Sample number one had a damaged tip and damaged cutting edges. Sample number two had a damaged cutting edge. How the returned blades became damaged cannot be determined from the evaluation. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The samples were returned incorrectly seated inside of the protective trays. (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a dull knife was noted during surgery. An alternate knife was obtained in order to complete the procedure with no delay. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
The final customer lot was identified. For this final lot, one component knife lot was used to make up the final lot. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination revealed that this was the fifth complaint received against the reported lot. All complaints for the reported lot are from the same facility. Because no sample was returned and the device history record review of the provided lot number indicated that the product was released according to the manufacturer's acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. (B)(4).